Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was implanted and released successfully after one partial recapture. There were no patient complications. No effusion was noted before the procedure or at the end of the procedure. Several hours after the procedure was completed the patient reported that they had chest pain. An echo scan was performed and a small effusion was noted. There was no intervention required for this effusion. The patient stayed an additional night in the hospital for monitoring and was ultimately discharged from the hospital on (B)(6) 2018.